Event description:
It was reported that the patient underwent an ipg explant procedure due to inadequate pain relief. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in late (B)(6) 2021.